Manufacturer narrative:
Response to FDA notice to user facility report mw5069343. We are not able to relate a devise to the reported incident (sn of the involved device was not provided). We asked customer for additional information about the involved device but did not receive any information.

Event description:
We received FDA notice to user facility report mw5069343. Customer stated an incident happened at (B)(6) 2017. "Anesthesiologist reported that the head appeared to have slipped in the doro skull pin. The neck was unstable at this point, but once stabilized the head was repositioned and secured; the skin behind the left ear was approximated with skin stables and bacitracin ointment." We never received any information about these incident before 05/08/2017. We asked customer for sn of the involved device but did not receive additional information.